Event description:
Subsequently, after the initial report was filed it was noted the nc trek balloon was slow to deflate and removed fully deflated through the catheter. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to remove. Factors that may contribute to difficulty removing the balloon dilation catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The UDI number is not known as the part and lot number was not provided. The additional vascular device referenced in b5 is filed under separate medwatch report number. Na.

Event description:
It was reported that the procedure was to treat a mildly calcified, heavily tortuous left main artery. The 4.50x8mm nc trek would not deflate; however, after multiple deflations the device was pulled into the catheter and noted it was removed not inflated. Resistance was noted during removal with the unspecified balance middleweight guide wire. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.